Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) "evaluation of healthcare outcomes of patients implanted with depuy synthes matrixwave mmf system implants" with a total of 899 patients identified in the premier healthcare database (phd) between october 1, 2015 and september 30, 2021. A total of 794 patients were included who had continuous participation for 3 months post index surgery. Matrixwave was used to treat more males (81.1%) than females (18.9%). Patients had a mean age of 34 years (sd=15.1) and a median age of 30 years (range: 12 - 89). The following complications were reported as follows: 14 patients had subsequent surgery, 0-3 months. 1 patient had malocclusion, 0-3 months. 7 patients had nonunion, 0-3 months. 18 patients had infection, 0-3 months. 6 patients had procedure- or device-related complication, 0-3 months. This report is for unk - screws: matrixwave. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for unknown screws: matrixwave/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.